Event description:
A home patient (hp) contacted baxter's technical service center regarding a check supply line alarm that appeared on the display of the home patient's homechoice (hc) machine during fill 4. Hp stated he disconnected and reconnected the bags. The technical service representative (tsr) assisted with a end of therapy procedure. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter product surveillance will attempt to review proper procedures with the home patient.